Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that the pump rebooted without user intervention. She said that she replaced the battery after receipt of a low battery alarm with a lithium 1.5 volt non rechargeable ultimate battery. The pt noted that she completed full rewind, load cartridge, and prime steps at that time. She said that she went to bed and hours later awakened with a display screen message request to verify battery type and confirm the time/date. The pt reported that the battery and cartridge caps were secure and there was no yellow o-ring visible. She inspected the caps and pump; she denied ay visible structural damage or defects.